Manufacturer narrative:
Method: device not returned, follow up with company representative.

Event description:
It was reported that "3 patients had cerebral spinal fluid leaks following the implantation of the x stop devices." No additional information was reported.